Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 422 mg/dl and current blood glucose was 308 mg/dl. Customer also tried to download her care link but the date is not correct. Customer treated high blood glucose with bolus from the insulin pump. While on troubleshooting, the customer stated that she wants to call bayer and have it checked. Assisted customer with troubleshooting high blood glucose however customer did not want to continue troubleshooting and customer wants to call bayer to troubleshoot her meter. The device will not be returned for analysis.